Event description:
It was reported that the patient experienced inadequate pain relief due to lead migration, which was confirmed through x-ray. The patient underwent a lead revision procedure and was doing well postoperatively. The leads remain implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7149441.